Event description:
It was reported that the infusion device had gone into stop mode on two occasions without displaying any error or alert message. The patient stated that when the device did this, at the same time the display would become obscured with a blue/black spot. He stated that changing the battery in the device would solve the problems with the device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.